Event description:
It was reported that 2 bd precisionglide¿ needles had incorrect/missing lot information on their labeling. The following information was provided by the initial reporter: "lot not match position 1 sp and no lot = 1 sp"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd precisionglide¿ needles had incorrect/missing lot information on their labeling. The following information was provided by the initial reporter: "lot not match position 1 sp and no lot = 1 sp"

Manufacturer narrative:
H6: investigation summary: fifteen photos were received by our quality team for evaluation. From the photos, one missing barcode label and one barcode label placed incorrectly was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The secondary packaging process was reviewed. There was no abnormality observed during the production of the affected batch. Based on the manufacturing process, the vision system would trigger an alarm to alert the production technician upon detection of the missing and incorrectly placed label. The production technician is required to check the affected shelf carton from the reject bin for defects. The probable root cause could be that the vision system rejected the shelf carton, but the production technician failed to detect the missing and incorrectly placed label.

Event description:
It was reported that 2 bd precision glide¿ needles had incorrect/missing lot information on their labeling. The following information was provided by the initial reporter: "lot not match position 1 sp and no lot = 1 sp."